Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: review of the black box data did not reveal any records of power interruption. On investigation, the battery compartment was confirmed to be cracked. The returned battery cap had stripped threads and was not able to secure properly to the pump to maintain electrical connection. With the damaged battery cap in place on the pump, the power issue was duplicated. A test cap was placed on the pump and was able to maintain electrical connection. With the test cap in place on the pump, the pump powered on without error, warning or alarm. The pump was exercised without duplication of power loss with the test cap on the pump. Power interruption duplicated due to a damaged battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.